Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and received: what were the indications for surgery? Lung cancer. What color cartridges were used? Gold on fissure. Was buttressing material used? No. Were any issues noted with staple formation intra-operatively? No formation issues but a tissue tag to cut at end of staple line. Were any additional treatments needed? Not sure. What is the normal standard of care hospital stay? Not as long. Does the surgeon believe the device caused or contributed to the excessive or abnormal air leak? The surgeon is not sure. Was there any abnormal tissue characteristics that may have contributed to the leak? No. What is the current patient status? Believes still in hospital. Additional information received: per the sales rep: the patient has to stay in the hospital and is still in the hospital today. She is okay, but being monitored due to the leak.

Event description:
It was reported that during a lobectomy procedure, the surgeon used the device on the fissure and the patient ended up with massive air lung leaks noticed post operatively and remains in the hospital today. The patient is okay, but is being monitored. The case was completed and everything 'in the operating room' went fine, this was a post operation lung leak. The gun was fired across the lung. We don't know for sure if this is the staple line issue or something else.

Manufacturer narrative:
(B)(4). Additional information requested and received: patient was discharged in stable condition. I did not get a date but I know the patient was in the hospital for at least a week.